Event description:
On november 18, 2008, boston scientific corporation was informed that the resolution clip device could be closed on the desired location, but it was unable to be deployed because the "resort" was defective. The clip detached and remained blocked on the "tumor". Another of the same device was used to complete the procedure without any patient complications. Patient is "normal".